Event description:
It was reported that the 9600 system would not boot up nor fluoro. Also, the system had a bad iris pot error code displayed prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation board were re-seated and beam re-aligned. The collimator and iris potentiometer were replaced during the service call. The system was tested and found to be working as intended and put back into service.